Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2017-105626.

Event description:
A healthcare professional reported that the port 2 of the system was presenting a red failure laser issue and the lamp was burned out. This occurred during testing therefore there was no patient involvement.

Manufacturer narrative:
The system was examined and the reported ¿laser problem¿ was not confirmed. The laser front panel printed circuit board (pcb) was replaced to resolve the issue. The lamp was also replaced to resolve the reported ¿amp issue.¿ the system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 16, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause for the reported event of lamp issue can be attributed to a non-conforming illuminator lamp. The laser port system message was confirmed, the root cause for the reported event of laser port can be attributed to a non-conforming laser front panel pcb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This report is a duplicate of MFR report #2028159-2017-04580 and should not have been sent. The manufacturer internal reference number is: (B)(4).